Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the device was difficult to fire and got stuck. Does this mean that the device jammed? Or, did the device get stuck on the patient tissue? If it was stuck on patient tissue, how was it removed? It was also reported that the knife blade was in the middle of the firing sequence but all staples look deployed. Was the knife blade exposed (outside of the housing) when the device was opened? Were the staples fired all the way to the distal end of the device? Or, did the device jam, with all staples deployed up to the point where the device jammed?

Event description:
It was reported that during an open right colon procedure, on the third firing of the device, the stapler was difficult to fire and got stuck. The surgeon removed it from tissue and the knife blade was in the middle of the firing sequence but all staples look deployed; the cut line was very jagged. They opened another stapler and completed the transaction. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p55d7d the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired, in addition with the knife exposed. The firing knob was returned to its "returned knob here" position and the knife was retrieved without any difficulties noted. The firing stroke must be completed. The instrument cannot be opened unless the firing knob is returned to its original ¿return knob here¿ position. Ensure that the knife is not exposed by returning the firing knob to the original ¿return knob here¿ position. Please refer to the "instructions for use" for more information. The instrument was tested for functionality with a test cartridge reload and it performed as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.